Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a family member of a patient with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation. It was reported that the system was not working as intended, as the patient still has to wake himself up at night to use the bathroom. The system was not helping as much as the patient would like, which has occurred since the month of implant ((B)(6) 2016).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.